Manufacturer narrative:
Occupation is patient/consumer. The meter was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of an issue with the display for the coaguchek xs meter. The numbers on the meter screen seem to fade when trying to display meter results. During a display check, the results field clearly displayed "88.8" and no segments were missing. The customer does not think he has ever reported wrong results due to this issue.

Manufacturer narrative:
The meter is not expected to be returned for investigation. Therefore, further investigation could not be performed. The cause of the event could not be determined.